Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There were slight kinks along the stent and there was visible damage to the 4th and 23rd distal wraps with struts raised. The distal tip was damaged. The sheath could not be loaded onto the stent due to the damaged distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous cx/om lesion exhibiting 85% - 90% stenosis. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. It was reported that resistance was encountered when attempting to cross the target lesion and little excessive force was used. The resolute integrity failed to cross the target lesion, stent struts were reported as damaged. The device was replaced with a non-mdt stent to complete the procedure. No patient injury. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.